Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump was blocked and alarmed pump unresponsive without a prior alarm. The customer's blood glucose reading was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump received with critical insulin pump error and motor safety circuit failed self-test alarm noted in history download due to corroded on the force sensor. The motor had corroded motor home switch. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image).unit had a scratched case.